Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Venaseal occluding device was used during procedure. It was reported that patient suffered pain and allergic reaction to glue which was treated with prednisone and benadryl. No further patient injury was reported for this event.